Event description:
Complaint description: a hosp nurse reported that a high frequency cable arced, caught fire and burned in two pieces. The charge nurse said that there were no injuries related to the occurrence.